Event description:
Gore received a copy of a letter directed to the FDA/cdrh medical device reporting office. The letter from sr. Field assurance engineer of davol inc., indicated that via davol's complaint process, davol has become aware of a possible reportable incident involving a mesh product not manufactured by davol. The product was identified as a gore-tex mesh (no lot number information provided). It is unclear as to the reason or circumstances why the device was explanted. No explant is available for examination. No lot number information was provided. Gore has made the decision to report this incident because the mesh was reported by the patient as requiring explant/removal.

Manufacturer narrative:
No lot number information was supplied therefore a review of the manufacturing paperwork could not be performed. The review of the manufacturing paperwork could not be completed because no lot number information was supplied. Without additional information, a meaningful investigation can not be performed at this time. No additional information has been received to date.